Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that one week post implant of the lvad, the pt began experiencing red heart and low flow alarms and the system monitor would blank out. Pump stoppage events were reportedly observed when the pt was connected to the power module (tethered support), even after the system controller was exchanged. The hospital attempted to connect the pt to a backup power module and the alarms recurred. No alarms were noted when the pt was placed on battery support. The pt was reportedly stable on batteries and the pump appears to be functioning as intended. The hospital requested a modified power module pt cable from the manufacturer for the pt's use to prevent shorting that would likely have affected pump function. X-rays submitted.

Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.